Event description:
Display/monitor malfunction. No patient involvement. Front panel does not respond to touch. Vapor seen on/in screen. No patient harm.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning front panel. The foreign distributor was shipped a replacement front board to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of april 14, 2015, the alleged faulty front panel has not been received. Should the alleged faulty front panel received and evaluated, a follow-up medwatch report will be submitted.